Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the physician attempted to deploy the stent, the stent foreshortened and could not cover the aneurysm neck. The physician then deployed another stent to cover the aneurysm. The procedure was completed successfully, and no clinical consequences were reported to the patient.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was returned and the introducer sheath was returned. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The stent was not returned for analysis. A functional inspection could not be performed as the stent was deployed. The reported event could not be confirmed during analysis as the stent was implanted, but the results of the analysis carried out on the sdw (and introducer sheath) are consistent with the event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was described as 'not tortuous'. It was reported that the stent was selected for implantation. The stent was anchored smoothly and deployed. The deployment process was relatively uneventful, but the tail end of the stent was approximately 6 mm shorter than the predetermined anchoring tail end, failing to successfully cover the aneurysm neck. After stent deployment, the physician re-measured and calibrated, confirming that the vessel diameter was approximately 2.2 and the stent length was only 14 mm. Since there was no shortening due to an undersized stent, the physician considered the stent to be of questionable quality. Subsequently, another 3*21 stent was selected. This stent was smoothly deployed starting from a position about 4 mm above the aneurysm neck, fully covering the aneurysm neck. Finally, after successfully passing through the stent mesh, three coils were filled in, and the procedure was concluded'. In the follow-up good faith efforts replies, it was noted that 'the correct diameter (of stent) was chosen, but after deployment the stent was forshorten so it could not cover the aneurysm neck'. The stent was implanted and was not returned for analysis. The stent delivery wire (sdw) was returned with the distal end of the wire bunched up inside the microcatheter hub. The sdw was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was returned and was undamaged. Based on review of all available information, an assignable cause of procedural factors will be assigned to the reported event of ¿stent deformed¿ in addition to the analyzed event of 'sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the as reported event of ¿patient medical or surgical intervention required¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the physician attempted to deploy the stent, the stent foreshortened and could not cover the aneurysm neck. The physician then deployed another stent to cover the aneurysm. The procedure was completed successfully, and no clinical consequences were reported to the patient.